Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - additional. G6: follow-up number - additional. H2: if follow-up, what type - additional.

Event description:
Subsequent to the initial MDR, additional information is available.